Manufacturer narrative:
Although requested, no pt info was provided.

Event description:
During pt use, the display became non functional. The ventilator kept ventilating at this time. The ventilator was then attempted to be restarted; however, the display remained white screen and the ventilator did not resume. Since the setting was unable to be changed, the pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.